Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The operating room (or) staff contacted technical support to report that the site experienced a power loss, after which the dv5 began faulting. The fse reprogrammed the common compute controller (ccc) golden image on the vision side cart (vsc) tower. The reprogramming was completed successfully without any issues. The system was tested and verified for use within isi metrics. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the site lost power, resulting in faults with the dv5 system. The technical support engineer reviewed the system logs and identified several faults. The engineer instructed the caller to power on the components in standalone mode, during which the tower faulted with error 311. The customer reported event has no report of patient injury.